Event description:
It was reported that approximately half a year post implant the patient presented with an infection at the neck incision and presented in the or. In addition, the patient had low impedance, which remained after multiple tests. The surgeon then cut open the neck incision and noted that he could not see any visible issues with the lead. X-rays were taken and showed no signs of lead issues. The surgeon then continued to work in the neck incision to expose the vagus nerve. He then proceeded with removal of lead coils from vagus nerve, and then made an incision in the chest pocket to expose the generator. The surgeon reported that the patient's pediatrician had inserted a sharp, probing instrument in the patient's infected neck incision previously. With limited details, it is unknown whether this reported incident could have contributed to the low impedance value and possible/probable short in the lead as nothing was visibly noticed on the lead cable during the procedure. Per hospital policy explanted products are discarded. MFR report# 1644487-2020-00388 captures the infection event. This report captures the patient's low impedance event. No further relevant information has been received to date.

Event description:
The surgeon reported that the only known trauma/manipulation to lead was the pop to drain the lesion over the incision on (B)(6) 2019. Data review was unable to determine the first day low impedance was detected in the impedance history.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #01 report inadvertently left out relevant information.

Event description:
Internal data from the generator identified the following signatures that are consistent with a reed switch malfunction: quickview tab showed impedance value of 2 during system diagnostic and interrogation operations. Deep dive row was set to row 6. Logs tab showed negative values for impedance change history lead impedance. Status tab notes the lead impedance adc value as 0. As the suspect device is now the generator, this report will be merged with MFR report# 1644487-2020-00388. The reed switch malfunction will be captured in MFR report# 1644487-2020-00388 along with the infection. This report will be closed and any new information received moving forward will be housed in MFR report# 1644487-2020-00388.